Event description:
The MFR received info that a comfort gel full facemask was associated with an adverse event. The quick clips of the facemask (used to attach the headgear) reportedly became dislodged while the pt was sleeping. The pt awoke in the morning gasping for air and was taken to the emergency room where she was admitted to the hosp for respiratory distress. The bipap device delivering therapy at the time of the event was another MFR's device. The durable medical supplier (dme) reported that little or no pressure is required to open the mask's quick clips and that the mask failed to seal. The dme further reported that, because the seal was not secure, the set pressure was not delivered to the pt. The mask was returned to the MFR for evaluation. The MFR determined the mask was without defect or functional deficiencies. The mask's quick clips were tested and found to be within specification. The dimensions of the mask's socket joints and clips were within the MFR's specified tolerances. The pt has an extensive history of lung disease and is currently on a waiting list for a lung transplant. The customer uses the bipap device for all sleep requirements and throughout the day as needed. Based on the info available to the MFR, it appears the customer's disease state has compromised her ability to maintain adequate ventilation while sleeping without the assistance of the bipap device.

Manufacturer narrative:
A review of the MFR's adverse event database from jan, 2005 to april, 2010 determined that no similar reports have been filed. The MFR concludes the comfortgel full facemask associated with this event was within specification and the pt's advanced disease state was the cause for the hospitalization. No further action is appropriate.